Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the msm20 instrument was misaligned and this prevented the device from being fired. No additional info could be obtained concerning this event. There was no consequence to the pt.